Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for follow up. The pacemaker and right atrial (ra) lead were both having issues with noise. The pacemaker and ra lead were explanted and replaced. The patient was stable.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.